Event description:
A renegade microcatheter was being used for a therapeutic embolization procedure. During use, a coil became stuck inside the microcatheter. Another catheter was used instead. Engineering evaluation results dated 2005 revealed the catheter was broken in many pieces.